Event description:
Customer alleged blood glucose results of 317 mg/dl on the advantage system compared to 52 mg/dl when testing was performed back-to-back on a professional meter. The customer reported having low blood glucose symptoms and self-treated with candy, after which she felt better. A request was made for the return of the suspect device; replacement product was sent.